Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and meter reading high blood glucose level was 600 mg/dl, 521 mg/dl and 500 mg/dl. Customer did not take any addition medications, food or drinks because of the high blood glucose meter readings. Customer states symptoms related to high blood glucose level such as they had the flu, throwing up and diarrhea. The customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.